Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the fill estimate issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. No backup currently available. Caller will reach out to hcp. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.